Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the metaglene at unknown interface. It was also reported in the der that the surgeon took out the metaglene and glenosphere and put in a delta extend cta head. Two locking and two non locking screws were took out also. Doi: unknown; dor: (B)(6) 2018; unknown operative side.

Manufacturer narrative:
(B)(4). Investigation summary no device was received. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.